Event description:
It was reported that when the device was used during an orthopedic procedure, the surgeon noticed some poorly formed staples. A new device was used to complete the closure. There was no consequence to the pt.